Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. After waiting 30 minutes the required anesthesia medication was successfully removed from the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that three software packages required to be applied to the station. These fixes address the drawer failure and black screen issues. The station is to be monitored to confirm the issue is resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. After waiting 30 minutes the required anesthesia medication was successfully removed from the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b3, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2021 to 06- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident the device logs confirmed that the malfunction was caused by firmware issue. A technical support specialist applied software fixes and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.